Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead electric potential could not be measured, and the threshold and wave height could not be confirmed. It was noted that the lead was placed on the ventricle side for a trial and the electrical potential could not be measured. The lead was removed and replaced. There were no patient consequences.